Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Charger has burnt through the unit...went bang - oral-b [device catching fire]. Case narrative: consumer via phone stated that their oral-b vitality toothbrush, model 3708, charger burnt through the unit and it went "bang." No injury was reported.